Event description:
The patient underwent pump replacement due to end of life. She was not having any symptoms. It was also decided to implant the new pump in the abdomen rather than the original site of the buttock to make refills easier. During the replacement procedure there was no csf backflow when disconnecting the catheter from the pump. A new proximal catheter segment was implanted. No other troubleshooting was performed. The pump contained dilaudid, baclofen, bupivacaine, and prialt.

Manufacturer narrative:
Concomitant medical products: product type: catheter. (B)(4).